Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a non-clinical activity, the user reported the flow module did not function as expected. The user observed a "?" Symbol over the arterial flow module icon on the central control monitor perfusion screen. The user attempted to place the module into another connector on the network interface channel board, but the issue remained. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.